Event description:
A report was received that the patient was experiencing stimulation to non-target areas due to lead migration. The patient underwent a revision procedure wherein the lead was relocated. The patient was reportedly doing well postoperatively.